Manufacturer narrative:
Additional information was received. The results of the provided information were provided. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend was identified and issue evaluation was initiated and no further actions were required. Event summary: it is reported that the patient underwent total shoulder replacement on (B)(6) 2014. At 24 month follow-up x-rays, on (B)(6) 2016, grade I glenoid radiolucency was found. Review of received data: 5 x-rays are available for review. Three x-rays dated (B)(6) 2014 are pre-operative x-rays and show the left shoulder of the patient before total shoulder replacement in the ap, and axillary view. Two x-rays are dated (B)(6) 2014 and show the shoulder postoperatively at the same day of the surgery. The implantation report dated (B)(6) 2014 is available for review. The report describes the implantation of a sidus shoulder implant with anatomical shoulder glenoid due to osteoarthritis using a deltopectoral approach. Intraoperatively following observations are done: the rotator cuff was completely intact, glenoid showed quite good bone quality. The glenoid was prepared as follows: a guide pin was placed at the center of the glenoid, then reamed. When reaming, unfortunately, the reamer caused a fracture of the antero-inferior portion of the glenoid. It was assessed that it would not affect the stability of the component, so the surgery was continued as planned leaving the small fragment in place. Each peg was drilled as also one the central peg. The countersink was used for each hole and a trial component inserted. Stability and coverage satisfactory, so the final component implanted after cleaning of the glenoid and pressurized each peg hole using high viscosity cement. The component was impacted, any extruded cement removed and then pressure was placed over the glenoid component using a thumb. Carefully, this pressure was held on the glenoid until cement dried and then irrigated and noted there was still no extruded cement. The humerus was prepared and the humeral component was implanted without any conspicuousness. In (B)(4), it is reported that possibly the sidus head, which was implanted in the patient experienced the sticky bag issue. It is also reported that ¿a wet towel and a bit of scrubbing¿ was used to remove the sticky substance from the sidus humeral heads before implantation. However, nothing is mentioned in the above surgical report of implantation, thus this event is not considered a contributing factor to the reported glenoid radiolucency. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sidus¿ stem-free shoulder ¿ surgical technique (lit.no. 06.02280.012 ¿ ed. 2012-02 zhub) was checked. Root cause analysis: root cause determination using dfmea. Aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning. Not possible: the x-rays show correct sizing and positioning of the implants. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone. Not possible: the x-rays show correct sizing and positioning of the implants and in the implantation report, the bone quality is reported to be quite good. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp. Possible: the x-rays show correct sizing and positioning of the implants and in the implantation report, the glenoid bone quality is reported to be quite good. However, an intraoperative bone fracture occurred. Loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp. Possible: the x-rays show correct sizing and positioning of the implants and in the implantation report, the glenoid bone quality is reported to be quite good. However, an intraoperative bone fracture occurred. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI:- magnetically induced displacement force and torque, -radiofrequency induced heating, - image artifacts. Not possible: it is not reported that a MRI was used. Additionally IFU d011500214 includes a paragraph on magnetic resonance (mr) safety and compatibility. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique. Not possible: the implantation does not describe inconsistencies with the procedure in the surgical technique. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible: the implants are compatible. Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment).due to intraoperative corrections might contribute to poor long-term results. Possible: an intraoperative bone fracture occurred. Conclusion summary: it is reported that at 24 month follow-up x-rays, on (B)(6) 2016, grade I glenoid radiolucency was found, however, the x-rays of that date are not available for review (x-rays available are dated in 2014). Therefore, the radiolucency cannot be confirmed. No symptoms are described for the patient. Based on the available information and conducted investigation, no further actions are required. Zimmer (B)(4) consider this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays, surgical report (implant operative report) were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder glenoid on the left side on (B)(6) 2014. Currently, the patient is being monitored due to glenoid radiolucency.